Event description:
Procedure type: lap chole. According to the reporter: every time an instrument was introduced through the 11 mm versaport plus bladeless trocar during a laparoscopic cholecystectomy, small flakes of blue from inner portion of trocar would fall off into abdomen. Blue flakes noted were removed from abdomen. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).